Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. An elective replacement indicator message was reported to abbott. The device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
The external device displayed early replacement indicator (eri). Troubleshooting is pending where the software will be updated. The device is providing therapy. No additional information received at this time.